Event description:
3-5 minutes into bypass, the pt's arterial blood pressure decreased from 80-90 to mid teens. The pressure was unresponsive to drug therapy for 3-6 minutes, then resolved itself. The case was completed without change of the unit.

Manufacturer narrative:
DHR review performed and review of all blood contact components performed. Date of this report: 12/9/1998.